Event description:
The facility's biomed engineering dept reported that the pump went into a failure during pt use. The clinical setting formed biomed that the failure occurred on channel c. The failure type was not reported to biomed. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, rate of medication, medication involved, or the set up of the device.